Event description:
It was reported by the patient that they "woke up on the floor" and "someone down the hall" from the patient told them that their cardiac resynchronization therapy pacemaker (crt-p) may have short-circuited. The patient reported having trouble sleeping and they plan to see their electrophysiologist. It was noted that the right ventricular (rv) lead exhibited noise on a pacing dependent patient. Reprogramming was done to avoid inhibition of left ventricular (lv) lead pacing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr03 crtp implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.